Manufacturer narrative:
The xenon lightsource (00mlxau) was received by the manufacturer¿s service and repair depot: failure analysis: evaluation of the xenon lightsource found that the fault was confirmed. The fan was burned; the power supply and lamp were faulty. It is recommended to replace the parts as per estimate to meet manufacturer¿s specification. Root cause analysis: the returned xenon lightsource was received in used condition with a damaged fan and worn power supply unit, leading to fuse issues. The reported complaint has been confirmed. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the xenon lightsource (00mlxau) kept blowing its fuses. It is unknown whether there was patient involvement; however, no injury, death or surgical delay has been reported.